Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that this event was attributed to the failure of cooling fan unit, which might be caused by the aging deterioration due to repeatedly use for a long-term because more than nine years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the on-site routine maintenance of the subject device by the field service engineer of olympus (B)(4), it was found that the cooling fan of the subject device did not work. The user did not notice the issue before this maintenance. The field service engineer of olympus (B)(4) repaired the subject device on-site. There was no report of patient injury associated with this event.